Event description:
As reported, in 2008, this pt underwent endovascular repair using gore excluder aaa endoprostheses. The final angiography revealed that the trunk ipsilateral leg. Component was unintentionally covering both renal arteries. Two bare metal stents (type unk) were implanted and the renal arteries became pt. The pt is doing fine.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. Results- the review of the manufacturing paperwork verified that this lot met all pre-release specifications.